Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that customer experienced keypad anomaly. It was reported that bolus could not be delivered due to the act and esc buttons not responding. Customer's blood glucose was 230 mg/dl. Caller does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.